Event description:
It was reported that the user received a 6 mm teflon infusion set and deployed one set without using the required applicator, after which the user sought confirmation and instruction on proper use. Symptoms included none. Outcomes included troubleshooting and user education. Investigation included a customer interview and technical support review of insertion technique. Investigation of this case revealed user error related to incorrect insertion of a teflon cannula that requires applicator deployment, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique.